Event description:
Medtronic revealed info that the header bag for 12 of 13 packs received had incomplete seals in the tyvek area. This observation was made by the sales rep when inspecting the product, prior to use. The products were not used, and no patients or physicians were involved. The products were returned for analysis.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Reason for return was confirmed on 2 returned header bags. Visual inspection shows similar defects in each of the returned header bags. Bag #1 shows the bag was opened (approx. 12") along the width of bag, near the center. Bag #2 was also opened (approx. 4") along the bag width, near the center. Further inspection, indicates the bag was heat sealed as white tyvek residue was present on the clear plastic portion of bag. However, when the bag was pulled with very little force, the heat seal separated with no effort. Inspection of medtronic inventory of product from the same lot confirmed the customer's report. Further inspection performed on add'l warehouse inventory revealed that the issue was not limited to one configuration of sterile packaging, but rather the specific sterilizer used. A total of six sterilization loads had been processed through this sterilizer. To date, there have been no reported adverse patient effects associated with this issue.